Event description:
It was reported that there was driveline sheath damage and driveline strain relief damage, with the strain relief missing, associated with the pump ventricular assist device implant kit. The driveline cable was involved in the event, and it was noted that this was a previously repaired area. Servicing was required, but the pump was not stopped, and no prophylactic treatment was needed. There were no controller alarms or pump stops associated with the event. The device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline was repaired by the patient and the tape the patient placed was removed and revealed a missing strain relief. There was a gap with no outer sheath and no lumen for approximately five (5) millimeters (mm) and was 5mm wide. There were also two cracks in the outer sheath about ten (10) centimeters (cm) from the connector and an additional crack and "buckling" at approximately 10 cm from the driveline exit site. There was also no driveline cover present at the repair. It was not possible to close the 5 mm gap, so there was sheath repair tape used to fill the gap and create a clean transition as well as the sheath being repaired for the cracks.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. On-site inspection, as well as visual evidence provided by the site, revealed a self-repair, buckling of the outer sheath, and new damage to the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the self-repair may be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline outer sheath buckling may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.